Event description:
It was reported that the unit turned off by itself in the middle of a case. It was further reported that the unit was evaluated later and the issue could not be duplicated. There was no harm to the pt and the case was delayed only momentarily.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.